Event description:
It was originally reported to the manufacturer as a non-complaint.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The capsule was returned in a cup. It was "cleaned" with something, there was a strong odor. The delivery system was returned in two separate pieces all bunched up in a bag. Blood was present on the delivery system were the capsule should have been. The plunger was fully depressed and retracted. It appeared that the customer broke the handle of the delivery system to deploy the capsule. The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (2007).